Manufacturer narrative:
This report is for an unknown drill sleeves/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the modular tip of the screwdriver can no longer be engaged in the screwdriver. The connection at the ring level seems to be damaged. The lower trocar hole of the 125 degree aiming arm is damaged and the trocar sleeves can not be engaged properly to seat drill sleeves where they need to be. The procedure was successfully completed with no surgical delay. There were no patient consequences reported. This report is for one (1) unknown drill sleeves. This is report 4 of 4 for complaint (B)(4).